Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the polaris spectra system control unit (scu) to positioning sensor unit (psu) cable connection was confirmed to be secured. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while testing the navigation system, the camera for the system was cycling. The reported issue occurred while replacing the computer on the navigation system. There was no patient present when this issue was identified. No additional information was provided.